Event description:
Per the clinic, the patient underwent a revision surgery to reposition the device (specific date not reported) due to pain. Additional information has been requested but has not been made available as of the date of this report.